Event description:
Customer complained that there was not audible alarm.

Manufacturer narrative:
The end user returned the ventilator to manufacturer; the manufacturer evaluated the ventilator. Upon testing the ventilator, the manufacturer service technician noted the original complaint could not be verified. The technician noted the maximum inspiratory and expiratory pressures were not within specification, an o-ring on the oxygen fitting was missing, a nut was bent on the oxygen fitting and the power/battery leds did not work properly.